Event description:
It was reported there was an impedance issue with the device. All pairs with electrodes 1, 6, 10, and 15 were greater than 10,000 ohms. Pairs with electrode 11 were elevated to 2,000 ohms, and all other pairs were in the 700-800 ohm range. It was unknown if the patient had any falls or trauma related to the event. The issue had been occurring for several months (refer to manufacturer report # 3004209178-2012-00812 for previous similar issue). During an attempted reprogramming using the normal range pairs, the patient felt stimulation briefly, felt a jolt down his legs, and then lost stimulation sensation. Stimulation was for sciatic pain down both legs with a coverage target from buttock to knee. The patient was not using stimulation for a while due to lack of stimulation and using a drug pump for the pain. The device was able to be reprogrammed around the high impedances, and the patient stated that stimulation "actually felt pretty good." The patient was also not experiencing the jolting or the "experience as if it just quick working." The patient was going to notify the health care provider's office if he had additional issues.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3708120, serial# (B)(4) implanted: (B)(6) 2008, product type: extension. (B)(4).